Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, during frn nailing exchange, the surgeon was impacting the driving cap and the driving cap broke off inside the radiolucent handle. They successfully extracted the nail. Patient and procedure involvement is there. Concomitant device reported: unk - nail (part# unknown; lot# unknown; quantity: 1), radiolucent insertion handle (part:03.033.001; lot:l750725; quantity:1). This complaint involves one (1) device driving cap/threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.